Event description:
It was reported, "the caps were not placed on the pins, and their sharp edges pierced the packaging rendering them unsterilized." The device was not used.

Manufacturer narrative:
Stryker sustainability solutions (sss) resterilized the complaint device through our open-but-unused process. The complaint device was returned to stryker sustainability solutions (sss) for an investigation. A physical inspection determined there are three pins per case unit; in total there were nine individual pins. Each of the three sealed pouches was examined to confirm the pins had penetrated the sterile barrier. The pins were loose within the pouch and the protective caps appeared native to the device (i.e. They were non-stryker tip protectors). It was also noted, at least one protective cap had detached from its respective pin and remained loose within the pouch. Review of internal procedures showed that the packaging procedure for open-but-unused, instructs to apply a tip protector to any device with an edge, tip or end that is likely to puncture a pouch. This procedure also instructs to use any packaging materials that are received with the device (i.e. OEM packaging materials). It is highly unlikely the device was distributed in its current condition. Complaint trending also supports this failure mode is infrequent for this device type. Therefore, the likely root cause is related to mishandling subsequent to distribution from stryker. The reported event is not occurring more frequently or with greater severity than is usual for the device.